Event description:
A customer reported receiving imprecise readings on his freestyle freedom blood glucose meter. The customer reported obtaining the readings of 193 mg/dl, 116 mg/dl, 69 mg/dl, 65 mg/dl, 62 mg/dl and 63 mg/dl. The blood tests were performed within a ten minute timeframe. When plotting the readings against the average on a parkes error grid, the results fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. The customer reported experiencing the following symptoms: weak, shaky and loss of balance. The customer also reported taking glucose tablets and eating a bowl of cereal to counteract the symptoms. There was no third party medical intervention reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer returned meter. The complaint was not confirmed and no new issues were observed. All results were within the range specification, and no errors were observed during control solution testing. The meter readings reported by the customer were found in the meter's memory log. No further investigation will be necessary.